Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product history records could not be reviewed for the cartridge lot because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The viscoelastic used is not qualified for use in the cartridges. The product investigation could not identify a root cause for the complaint of unexpected outcome. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire was received on 10/11/2013. (B)(4).

Event description:
A surgery coordinator reported that a pt with a history of prior lasik surgery who developed secondary epithelial down growth with mild corneal ectasia experienced an unexpected postoperative refraction following an intraocular lens (iol) implant procedure. In a f/u the surgeon reported the pt experienced monocular diplopia. A lens rotation was attempted and failed; therefore the lens was exchanged with the same model different powers lens. The event has resolved following the exchange procedure.